Event description:
Reportedly, the endo paddle retract instrument broke during the procedure and pieces fell into the pt cavity. It was stated that the "blades" were retrieved. Further info stated that the blue material had ripped and the blades, and the clear plastic piece at the distal end had disengaged into the pt cavity. The laparoscopic procedure was converted to an open procedure and the broken pieces were retrieved. Sex: unk. Procedure: colpopexy.